Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump does not rewind during the prime sequence. Customer does not recall any significant events leading to the error except that customer fell down with pump on. Customer's blood glucose was 404 mg/dl at the time of incident. Troubleshooting was done for rewind to resolve the problem. Customer was advised to monitor use of the device and to follow up with doctor.